Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy form states that there is a cracked t-handle instrument in MDR. The instrument was flagged in surgery during a total hip replacement and they completed the surgery with a similar instrument. There was no delay, and no effect on the patient as a result of this broken instrument.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.